Manufacturer narrative:
D4: catalog, serial and primary UDI number corrected.

Manufacturer narrative:
Additional information has been provided in d3. Hypovolaemia: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event/minor bleed: the cause of the asae was not determined due to insufficient clinical details. Placement signal issue: no logs were returned. The cause of the placement signal issue cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Event description:
A 74-year-old male patient with a known history of coronary artery disease (left ventricular ejection fraction of 10%), diabetes mellitus and renal insufficiency was hospitalized for a protected percutaneous coronary intervention with impella cp of the left anterior descending and circumflex coronary artery. Prior to the planned intervention, systolic blood pressure of 96 mmhg and lactate of 13,3 mmol/l was present, and patient was dependent on catecholamines. Impella cp was placed with ultrasound-guided micro-puncture via the right femoral artery prior to the first percutaneous coronary intervention procedure, where only the lad was revascularized using shockwave intravascular lithotripsy preparation. Impella cp support was continued after the procedure for lactate clearance and myocardial rest. Oozing at access site was observed, which resolved with best practices (manual pressure and changed dressing). On day 3 of impella support, transient suction alarms appeared that fluids were administered for volume. During therapy, the alarm ¿placement signal not reliable¿ occured, however position was confirmed daily for correct positioning of impella cp. On day 4 of impella support, the second percutaneous coronary intervention of the left circumflex coronary artery was down. Although lactate decreased to 3.9 mmol/l and medical team decided to let the impella for continuing support overnight, care was withdrawn in the afternoon. The patient¿s decline and eventual death were consistent in line with the severity of the underlying disease, and rather not device-related. Although this patient was classified as protected percutaneous coronary intervention, he was already in society for cardiovascular angiography and interventions stage e cardiogenic shock. Death was conservatively coded while most likely to be caused by the underlying disease of systemically ill patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.